Manufacturer narrative:
(B)(4). The device was discarded.

Event description:
It was reported that the procedure was being performed on (B)(6) female pt who had a clotted upper left arm dialysis access graft and was receiving fentenol and heparin. During use, the physician reported the balloon would not deflate in the middle of the declot procedure. As a result, he inserted a needle to deflate the balloon and a new kit was opened and used successfully. There was a delay in treatment with no pt harm and no pt death or complications reported.